Event description:
A very tortuous rica, crossed with wire. The physician left the wire in place and went up with a filter wire which crossed. The case was completed with the protege rx stent. Pt experienced left sided stroke at the end of the case. Left arm was affected. During follow-up clinic visit it is reported that the pt condition is not 100%, however it has improved.